Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted that the green cap was loose from the patient connector. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had the green cap that was loose and fell off from the patient line. This was observed during use of the devices for peritoneal dialysis therapy. There were no noticeable damages to the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.